Event description:
It was reported that .. "Patient came in with grinding sound in neck, x-rays exposed both screws into occipital plate broke. Plate and screws removed with medtronic implants."

Event description:
It was reported that .. "Patient came in with grinding sound in neck, x-rays exposed both screws into occipital plate broke. Plate and screws removed with medtronic implants."

Manufacturer narrative:
Stryker spine has initiated a recall on (B)(6) 2013 for oasys midline occiput plates. The 806 report is pending submission.

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: both tulips are detached from the plate. The pins that hold the tulip attached to the plate body are both broken on similar locations. Tulips themselves are not damaged. Functional inspection: not applicable. Device broken. Device history review: batch#109932 manufactured on 2010-jul-30 and composed of 22 units. No issues were reported related to this complaint. Complaint history: in total there have been 8 confirmed failed units for pin breakage with this plate. Conclusion: the breakage occurred on both pins linking the multi-axial head onto the plate. The midline plate has been returned, inspected and both tulip pins confirmed broken. No anomaly that could be associated with the event was reported during the manufacturing of batches 109932 (plate assembly) or 102315 (pin). Metallurgical structure is conforming to specification. Pin breakages are the result of a progressive cracking under cyclic loading, fatigue that occurred under relatively low loading conditions. Design verification data established an average mean ultimate load of 2369n of the pin under cantilever loads at 1mm/min. A CAPA has been opened to further investigate the issue. The pin breakage is believed to be the result of multifactorial causes which potentially include insufficient mechanical strength and/or extreme relative positioning generating overstress. Additionally, these devices were removed from the field on (B)(4) 2013.